Manufacturer narrative:
Batch review performed on 3 jun 2024: lot 188603: (B)(4) items manufactured and released on 08-jan-2019. Expiration date: 2023-dec-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause is unknown. About 4 years and 1 month after the primary surgery, the surgeon revised the insert (from 10 to 14 mm) and the surgery was completed successfully.